Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator, and verified the customer reported malfunction. The se replaced the oxygen (o2) sensor to resolve the issue. The se was unable to perform the tests, and the customer biomedical engineer will run extended self-test (est) prior to patient use.

Event description:
It was reported that, the ventilator's oxygen level was out of range. It is unknown if there was patient involvement. There was no reported of patient harm or death.